Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was confirmed to be due to biological matter/blood. The reported kink was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for evaluation updated from "no" to "yes" h3 - device returned to mfg? Updated from "no" to "yes" h6- type of investigation code 4114 was removed and replaced with code 10; investigation findings code 3221 was removed and replaced with code 114; investigation conclusions code 4315 was removed and replaced with code 4311. H10 - additional mfg narrative: revised.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.d9, h3: device return status updated from returning to not returning.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary angioplasty interventional procedure using an 8f sheath. The device was pre-flushed with saline. Reportedly, when the device was inserted into the body no pulsatile flow was noted at the marker lumen. The device was advanced further into the anatomy but still no blood flow was noted. The device was removed, and a kink was noted on the distal end of the guide tube junction. The device was replaced with a new proglide device, but the same failures occurred with the device. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.